Event description:
It was reported that the patient's stimulator did not work anymore and no longer could connect to MRI mode. System is being explanted due to ineffective stim in the foreseeable future.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.